Event description:
The event involved a transpac¿ trifurcated monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84", 3 3 ml squeeze flushes, 3 disposable transducers, macrodrip (pole mount) where the customer reported that the tubing snapped while taking a patient to CT. The customer said this seemed to be happening more often. The customer stated that there was a small amount of blood loss and then a large clot was found in the tubing; the nurse checked line/pulled back prior to flushing and was able to withdraw the clot. There was about a 20 minute delay in therapy due to not obtaining/able to read continuous blood pressure throughout scan; the nurse used cuff pressures instead. There was patient involvement; but no adverse outcome occurred as a consequence of this event.

Manufacturer narrative:
Section d1. Transpac¿ trifurcated monitoring kit with safeset¿ reservoir and 2 blood sampling ports, 84", 3 3 ml squeeze flushes, 3 disposable transducers, macrodrip (pole mount) the device has been received for evaluation, however, investigation is not yet complete.

Manufacturer narrative:
The reported complaint of breakage was confirmed on the returned set. During visual inspection of the sample, one of the transpac is received broken. A part of the male luer of the transpac is still inside female luer of the three way stopcock. It is how the transpac was broken. The probable cause of the breakage is unknown. A device history report (DHR) lot # review could not be conducted because no lot number(s) was/were identified.